Event description:
Information received by medtronic indicated that there was a communication issue. Whenever the customer was opening the app, they get a message every 10 seconds that the customer was not connected. No harm requiring medical intervention was reported. Device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations.  . The software has been found to be functioning properly, with no faults identified. An attempt to replicate the reported issue was made on a samsung galaxy s20+ (android 11) using app version v2.2.0, but the issue could not be reproduced, suggesting that the software is functioning as intended. The app has a repeating notification feature that provides notifications every 30 seconds until they are viewed in the care partner app. This is designed to prevent missing any critical alerts from the patient or cessation of data receipt from the patient. This behaviour was also observed by the reporting user and is consistent with the app's functionality. The settings for this feature can be adjusted according to the user's needs within the app. Efforts were made to contact the customer for further information and clarification, including the type of pump, the care partner app version, and the type of notification in question (e.g., insulin delivery stopped, device status, high alert, etc.). However, the customer became unresponsive, making it impossible to provide a definitive root cause. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to additional manufacturer narrative has been updated and provided in h10 section of this report